Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) is showing auto filling, calibrating, fiber optic messages continuously. The staff swapped the unit . There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had autofill failure alarm, unable to calibrate fiber-optic sensor alarm. There was patient involvement but no harm reported. Getinge field service engineer (fse) carried out external inspection found all checked ok. Checked logs able to verify iab disconnect autofill failure. Not able to reproduce during testing. Fiber optic tested all ok. Functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use.